Event description:
(B)(4): serf rc-24-0256 thayer school of engineering at dartmouth first report of retrievals for statement of work 10 for (B)(6) 2023 and ending on (B)(6) 2023. A depuy synthes implant was revised and reviewed for analysis reason for revision: "instability pain "

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: rm52260147 ds10014728 bi mentum rk pe liner 28 47; cat# rm52260147; lot# 2103645a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.